Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the caller stated they had turned their ins off on saturday because it wasn't giving any more relief and was "making things worse" in their left leg and butt cheek area. Caller later said right butt cheek. Caller said that they had felt a "vibrating" that was making their sciatica pain worse, so caller decided to turn ins off. Caller said they had sciatica pain before implant of ins. Patient stated that, in their left leg and butt cheek area, it felt like their sciatica pain but "it is more tender in my butt cheek" per patient and they said they've "never had that before". Caller said that when they turned ins off, the vibrating sensation stopped. Caller had said they had tried turning stimulation down but that did not stop the uncomfortable sensation, and that it was "too much" even when they turned it down. Caller said now their incontinence is coming back. Caller said their symptoms returned on saturday a few hours after turning the ins off. Patient said they kept having to get up from bed to go to the bathroom. Caller said with the ins their urge was gone but they still had some leakage and said they ran out of liners now due to leakage. Trouble shooting was unable to be performed as caller stated they did not want to turn ins back on because they are currently having sciatica pain. Caller said it feels like it is tight in their glute and back leg feels like they are about to get a "charlie horse". Agent reviewed program options. Caller said they should be hearing from hcp soon to set up an appointment. Caller said they will charge handset and call patient services back if further assistance is needed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.